Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The device also had a cracked case at the lcd display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. She explained that the customer wears the device against his skin and it may have been exposed to sweat. Customer's blood glucose value was 89 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.